Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 499 mg/dl. The customer stated that the infusion set cannula was bent. The customer was not want to perform troubleshooting for high blood glucose and performed for high blood glucose. The device will not be returned for analysis.